Manufacturer narrative:
The pump passed all functional testing and all operating currents were within specification. No battery out limit alarm or blank display noted. The pump was received with intermittent button response due to corroded keypad traces. No frozen screen or moisture damage found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced keypad anomaly. Customer received a battery out limit alarm and act and esc buttons were freezing and not responding. Customer's blood glucose was 423 mg/dl. Customer reported that insulin pump was worn in a bra and insulin pump may have been exposed to sweat. After troubleshooting, customer was advised that insulin pump would need to be replaced.